Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient ((B)(6)) noticed a change in therapy following a recent fall. A diagnostic test revealed impedance issues with several lead contacts. Surgical intervention was undertaken to address this issue, and it was discovered the patient's extension was fractured. As such, the device was replaced. No further patient complications have been reported.